Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: it was reported that¿ we actually have additional suture that has been problematic/defective since then. Would you like those returned as well?¿ were these issues occurred during the same procedure or pertaining to a different case? Were these issues previously reported to ethicon? If no, please provide the following information: event description event date and procedure date product code lot number number of devices involved this complaint is from june. I don¿t think the clinic will have additional information at this point in time.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two paper lids, two empty winding former, and a suture piece of product code y303h were received for evaluation, the suture present body fluids, and the ends were cut possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number rammxq/ y303h55 and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained via: the event describes 1 suture that broke during the procedure. 3 devices were returned for analysis. How many devices broke during this one procedure? Why were 3 devices returned? We were informed that we needed to send you all defective suture packs. These were all 3 defective at the time. We actually have additional suture that has been problematic/defective since then. Would you like those returned as well? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that¿ we actually have additional suture that has been problematic/defective since then. Would you like those returned as well?¿ were these issues occurred during the same procedure or pertaining to a different case? Were these issues previously reported to ethicon? If no, please provide the following information: event description, event date and procedure date, product code, lot number, number of devices involved. Events reported via: 2210968-2021-09748, and 2210968-2021-06646.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences reported. No additional information was provided.